Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime/compromised force sensor test, and displacement test. No unexpected no delivery alarms occurred. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was getting a no delivery alarm on the insulin pump. Customer blood glucose was 441 mg/dl. Customer treated with a manual injection of 9 units and 32 units of lantus. Caller stated that the alarm occurred previously and during a bolus. Caller stated that the no delivery alarm is recurring and the issue has not been resolved. Caller stated that they replace the set twice and it was not the cannula or tubing. Customer was unable to troubleshoot at the time of the call. Caller was advised that the pump was working as designed to detect an occlusion when the alarm occurs. Caller does not want to return the set or reservoir for analysis.